Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reported did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. (B)(4).

Event description:
A charge nurse reported that some of their packs had dull blades. Additional information provided from the surgeon indicated that there was no patient harm and the dull blades did not cause any bad results.